Event description:
It was reported that the left-sided stimulator had stopped intermittently since implant; the patient indicated loss of stimulation therapy control had occurred approximately three times per day and he would experience a return of tremor and rigidity symptoms. There were no known sources of emi at his residence or on the patient and the right-sided stimulator had shown acceptable performance; the right-sided ins had not lost power. The patient did not use a motorized wheelchair and the incident happened either when he slept or was outdoors walking. Results of telemetry at the clinic showed no evidence of power-on-reset. The right-battery reading was at 48 percent capacity, therapy impedance was 891 ohms and 34 v. The field staff anticipated follow-up with the patient in two weeks; he would keep a diary to document location and time of day of any future events. Review of device registration indicated the product serial number was not yet registered.